Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back regarding patient follow up letter. Pt was wondering what the letter was and mentioned they were having issues charging the ins from this case. Agent reviewed letter info and reviewed to fill out any answers they could and return the letter. Pt then asked what to do about the ins situation. Agent redirected to doctor to check on ins position and address ins charging issues.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they were calling for MRI compatibility as the MRI facility told them that they couldn't have a MRI done due to the stimulator. Agent had the pt unlock the controller and pt saw no device found. Pt said that they had been trying to recharge the ins but the equipment wasn't connecting to the ins. Agent had the pt initiate an ins recharging session. Pt noted that they thought that the ins was further down in their back than it was before since they couldn't get a connection. Pt saw no device found appear again, so agent had the pt tap recharge to go through passive recharge mode. Pt saw connect the recharger; the pt didn't have the recharger connected to the controller. Pt connected the recharger to the controller and insisted that they had the recharger placed over the proper ins. Pt saw no device found, so agent had the pt tap recharge to try and go through passive recharge mode again. On the trying to recha rge screen, pt saw the three numbers appear as 72 96 96. Pt eventually saw the batteries screen with the controller at 30% and the ins at 30% with recharging excellent indicated. Agent had the pt stop recharging the ins, disconnect the recharger from the controller, and exit the batteries screen. Agent walked the pt through placing device in MRI mode; pt noted seeing full body eligibility while in MRI mode. Agent advised the pt to fully charge the controller and then recharge the ins. The troubleshooting steps taken on the call resolved the issue.